Event description:
It was reported by repair work order that the legs of the unit broke during patient use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: no repairs were made. Customer will make repair themselves.